Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): analysis could not duplicate the customer comments. It was also noted that one side bail cover was broken and the battery contacts were compressed.

Event description:
It was reported the epg (external pulse generator) failed on a patient when unlocked. When unlocked, the unit turned off, and asystole occurred. The unit only came on again when it was turned on. No further patient complications have been reported as a result of this event.